Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the imagine review completed on 14-jan-2022: 60mm stent packaged as a 40mm stent is not confirmed. The stent was implanted stretched.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The complaint is that the hospital wanted to use a 4cm stent and use the following zilver stent zfv6-80-10-4.0 met lotnr c1629244. Apparently there was a 6cm stent in the device. "As per cc form": they made a photo and it seems that the stent is longer according to the measurements on the picture. "As per document translation": dear (B)(6), yesterday afternoon, we placed a 10 mm, 4 cm zilver flex stent, which immediately seemed much too long at first. We inserted a 4 cm balloon in it and took a photograph with measurements. You can clearly see that this is almost certainly a 6 cm stent... See attachment. It concerns the zilver flex stent zfv6-80-10-4.0 with batch number c1629244. Patient outcome: a section of the device did remain inside the patient¿s body. It didn't need to be retrieved, stent was in position in the body and should stay there. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes. A lot of below questions are not applicable for this complaint. Fact is that the physician thinks looking at his post measurements that the wrong stent was loaded in the device (wrong length) please look at the image which (B)(6) has sent in the prior email. 1. Are images of the device or procedure available? Yes, 2. At what stage of the procedure did the complaint occur? After procedure and measuring stent. 3. Details of access sheath used (name, fr size, length)? N/a. 4. What was the target location for the stent? Iliac r. 5. Was the product inspected for kinks or damage before use? Yes. 6. Was the device used percutaneously? Yes. 7. Was the device flushed through both flushing port before the procedure, as per IFU? Yes, 8. Was pre-dilation performed ahead of placement of the stent? N/a. 9. Was post-dilation performed after the placement of the stent? N/a. 10. Details of the wire guide used (name, diameter, hyrdophyllic)? N/a. 11. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? N/a. 12. Was resistance encountered when advancing the wire guide to the target location? N/a. 13. Was resistance encountered when advancing the delivery system to the target location? N/a. 14. How did the physician deal with this resistance? 15. Was the approach ipsilateral or contralateral? Ipsilateral, 16. If contralateral, was the bifurcation angle steep? N/a. 17. Did the tip of the delivery system cross the target location? Yes. 18. Was the delivery system tracked around a tight angle in the patient anatomy? N/a. 19. Was the delivery system damaged/kinked/twisted during deployment? N/a. 20. Was the handle pulled towards the hub during deployment? N/a. 21. Was the delivery system pushed during deployment? N/a. 22. Was the stent deployed smoothly / without resistance? N/a. 23. If no, please detail any difficulty experienced during deployment: 24. What artery was the stent placed in? Iliac. 25. Was the stent fully deployed from the delivery system prior to removal of the delivery system? Yes. 26. Did the patient have any pre-existing conditions? N/a. 27. If yes, please specify: 28. Did the patient require any additional procedures as a result of this event? No. 29. What intervention (if any) was required? 30. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 31. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a. Please specify if yes.

Manufacturer narrative:
PMA/510(k) # p050017/s006. The zfv6-80-10-4.0 device of lot number c1629244 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Prior to distribution zfv6-80-10-4.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zfv6-80-10-4.0 of lot number c1629244 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1629244. There is no evidence to suggest the user did not follow the IFU. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Impression: a 60mm stent packaged as a 40mm stent is not confirmed. The stent was implanted stretched. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to difficult patient anatomy. The customer¿s testimony could not be confirmed however the complaint is confirmed based on the failure verified in the investigation. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.